Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available and no further information was able to be obtained. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported in a literature article that a device or system-related complication occurred during cardiomems implant requiring the deployment of a secondary device. The specific complication is unknown, but was defined by the presence of one of the following: catheter site hematoma, catheter site hemorrhage, device dislocation, device malfunction, arterial injury, and pseudoaneurysm. Additional information was requested but has not been provided by the corresponding author.